Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. Additionally, there was a deflection issue with the swartz sheath, causing difficulty to stabilize the tacticath se ablation catheter in the left atrium, in the left superior pulmonary vein. The swartz sheath was exchanged for an agilis sheath, but there was excess force on the tacticath se ablation catheter after the exchange. The patient became hypotensive, and the cardiac tamponade was noted on an echocardiogram. A pericardiocentesis was performed and the patient was taken to the ICU for follow-up and left the room in stable condition. The device was discarded.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. Additionally, there was a deflection issue with the swartz sheath, causing difficulty to stabilize the tacticath se ablation catheter in the left atrium, in the left superior pulmonary vein. The swartz sheath was exchanged for an agilis sheath, but there was excess force on the tacticath se ablation catheter after the exchange. The patient became hypotensive, and the cardiac tamponade was noted on an echocardiogram. The patient was taken to the ICU for follow-up and left the room in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Corrected data: g3, h2, h6.